Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to completely broken reservoir tube lip. However, unit passed self test and unexpected restart error test. No unexpected restart error alarm or reset time/date anomaly after change battery noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an unexpected restart alarm. Customer's blood glucose value was 221mg/dl. Customer stated that alarm did not occur shortly after inserting a new battery but was recurring during normal pump use. Insulin pump will be returned for analysis.